Manufacturer narrative:
A ge rep evaluated the system and determined the high voltage tank and x-ray tube need to be replaced. It is anticipated these parts will restore the system to operating as intended.

Event description:
Customer reported the system is displaying an overload fault. No pt injury was reported.